Event description:
It was reported that egv readings and trend graph not updating. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The reporter stated that before the event, due to the estimated glucose value (egv) readings and trend graph not updating, a guardian administered insulin when that would have not been needed. No cgm reading was reported from that moment. Because of this the blood glucose dropped and when the alarm sounded, the patient did not wake up from sleeping. The patient experienced sweating, shaking, and fainting, and an ambulance was called by the mother. Before the paramedics arrived, the mother took a blood glucose reading and the blood glucose reading was 3.4 mmol/l. The patient was treated with an injection of sugar. It was stated that the patient did not need to be hospitalized and at the time of the report the patient was stable. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.